Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of over 380 mg/dl. Customer states that paramedics were called due to high blood glucose that was caused by blood at site which prevented insulin delivery during the night. Customer was treated by paramedics with pen injection and was stabilized and infusion set was changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.